Manufacturer narrative:
The returned driver was examined. The tip has fractured off; the complaint is confirmed. The cause of this issue is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. Reference report 3012447612-2017-00167.

Event description:
It was reported that the tip of two drivers fractured during surgery. The procedure was completed using alternative instrumentation. There were no reports of patient injury associated with this event. This is report one of two for this event.